Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was previously reported on a retroactive regulatory report. (B)(4)

Event description:
It was reported that a low lead impedance warning was activated and the atrial lead was undersensing and had switched polarities. Further information noted the atrial lead was inactivated and replaced approximately four months after the event. The lead was later removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The inner and outer insulation of the lead developed breaches due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.